Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt experienced a loss of therapeutic effect following a fall. It was stated, the pt had no stimulation sensation on electrodes 4-7, and stimulation on electrodes 0-3 only at 8.5 volts or higher. The details of the fall were not reported. The pt was referred to their health care provider. Additional information has been requested, a f/u report will be sent if additional information becomes available.